Event description:
It was reported that far r wave oversensing was observed on the far field channel resulting in some auto mode switching (ams) on the implantable cardioverter defibrillator (ICD). Programming changes were made to decrease the atrial maximum sensitivity. The issue was resolved. The patient was stable.